Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3986a, lot# n086249, implanted: (B)(6) 2009, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient¿s ¿stimulator had not worked and he had stopped using it.¿ it was noted that the patient¿s implantable neurostimulator (ins) did not cover the pain he needed. It was unknown when this occurred.